Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, when trying to implant lens it didn¿t exit the injector correctly and was unable to be implanted. It touched the patient¿s eye. A new lens was used and surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
On initial MDR the evaluation method code of 4580 was an error. It should have been 4582 on the original MDR the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states with larger lens¿ the cartridge tip could be a bit longer- sometimes when injecting, the lens catches the incision and is unable to be injected. Usually they fold it and reload it into a cartridge with an injector but were unable to this time. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).